Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. No j2 unlock was noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 182 mg/dl. The customer stated that the buttons are not working properly and it may have been moisture damage. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.